Manufacturer narrative:
The event-related device was implanted in the patient, thus not returned for biosensors investigation. Biosensors analysis of the event is done based on the available information and device history record (DHR) review. It is concluded that device history record (DHR) did not show any evidence of product deficiency. It is likely a residual stenosis case. The residual stenosis is a recognized potential hazardous situation and documented in manufacturer's device risk analysis report and instruction for use. The risk is assessed and it is acceptable as benefits outweigh residual risk. There was very limited clinical information and no angiography record/images of the pci procedure to determine the probable root cause of this case. However, based on the available information and assessment, the event is more likely related to procedural factors rather than the device's fault. There is no evidence of device or manufacturing activities deficiency or device malfunction identified. Accordingly, there is no correction or corrective action to be implemented.

Event description:
The patient is 64 years old, male. He complained of recurrent chest pain for 1 week. On (B)(6) 2023, pci was performed at lcx via radial access. Lcx distal segment diffuse 90% stenosis, the intima was not smooth. After the gfspb guide catheter is connected to the spinning y-type connection valve kit in place, the sion guide wire is used to reach the distal end through the lcx lesion and the other guide wire is used to reach the distal end through the om2 lesion. After dilating the lesion using 1.5 x 15 mm ptca balloon and 2.0 x 20 mm balloon dilating catheter connected to the balloon compression device, a biofreedom 2.25 x 24 mm drug-coated coronary stent was advanced and inflated up to 6atm. The stent was post-dilated using a 2.5 x 15 mm ptca balloon catheter. First post-procedure re-examination of angiography showed 50-60% stenosis at the proximal segment of the stent, so a 2.5 x 15 mm drug-coated coronary balloon catheter was dilated up to 8atm pressure and continued to adhere to the wall for 60s. Second, re-examination showed that timi blood flow level 3, no residual stenosis and dissection, the operation was completed.